Event description:
The customer contacted stryker to report that their device unexpectedly powered off during a patient event. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information was not provided were intentionally left blank. Stryker evaluated the customer's device and verified the reported issue. Stryker observed that the battery installed in the device was completed depleted. Stryker installed a fully charged battery in the device which resolved the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.